Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set was observed separated. The tubing ¿slipped¿ of the collar of the male luer lock. The event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the photograph, the male luer lock was observed separated from the tubing. The reported condition was verified. Due to the nature of provided sample no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was not performed for this file as there was no lot number reported. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.